Event description:
A physician attemped an arteriotomy closure using the perclose device. The physician could only pull out one suture from the suture storage lumen. The device was removed and hemostasis was achieved with manual compression.

Manufacturer narrative:
Upon investigation, the returned device was found to have a foot break. There was insufficient information to determine when or how the posterior foot broke off from the foot assembly. Review of the device history record for this lot did not produce any findings relevant to this report.